Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of door not fully latched alarms was reproduced and confirmed through eval. Eval found cracks in the front case which created separation between the front case and mechanical assembly. The separation required excessive force to be applied to close the door, and if not applied would result in door not fully latched alarms. The front case was replaced to correct this condition.

Event description:
During baxter's eval a spectrum pump had door not fully latched alarms. There was no pt involvement.